Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer felt resistance while filling a cartridge. Customer changed needle and filled cartridge successfully. Blood glucose was 191 mg/dl.